Event description:
It was reported to philips that the heartstart mrx defibrillator did not acquire leads during a code. There was no reported negative patient impact.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the heartstart mrx defibrillator did not acquire leads during a code. There was no reported negative patient impact.